Manufacturer narrative:
The event unit is not being returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure: lap cholecystectomy event description: during a lap chole, the clip applier has delivered the first clip and then no more clips. The jaws was functional but the clip was stuck and would not release. Extension of the duration of intervention. They used another ca500 but this time it delivered one clip in two. Additional information received from applied medical representative via email on 26jan26: following the incident with the first device , they used a second ca500 from the same box. This one only delivered one clip out of every two. In other words, when you press the handle and close it completely, the clip does not come out. You have to press the clip twice to get a clip. The product does not appear to be available for return; they must have discarded it directly. Intervention: they used another ca500 patient status: patient is ok.